Event description:
It was reported that the subject device had flickering image on the monitor. The issue was identified during sedation (device inside patient) of a diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: transmitter and receiver module failure(tx/ rx module). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: transmitter and receiver module failure(tx/ rx module). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.